Event description:
It was reported the reservoir ran dry. Last dispensed was 21.7ml. The patient was supposed to be refilled last week. There was no withdrawal symptoms. Per the hcp the patient did not have any symptoms. The patient transferred from out of state to a nursing home and the patient came to the hcp¿s facility with the pump empty. The alarm was confirmed by telemetry. The pump was refilled as soon as the medication was available. The hcp was questioning that telemetry had indicated 23.2ml¿s had infused and the hcp had not seen that before as how could 23.2ml infuse when the pump capacity was 20ml. The patient recovered without permanent impairment. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. (B)(4).